Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 6931-65 implantable defib lead 2006 (B)(6). (B)(4).

Event description:
It was reported that there was apparent undersensing of p waves on the electrogram (egm). It was also reported that the right atrial(ra) lead sensitivity will be reprogrammed during the next patient followup, since the p waves are very small at approximately 0.5 mv. The ra lead remains in use. No patient complications have been reported as a result of this event.